Manufacturer narrative:
Unit was returned to (B)(4) repair center for repair.

Event description:
Customer reported the panorama central station went blank, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.